Manufacturer narrative:
The facility biomedical engineer reported he replaced the data acquisition pcb to motor controller pcb cable to address the finding. The device successfully passed performance specification testing.

Manufacturer narrative:
(B)(6). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit alarmed due to a data acquisition pcb adc reference failure and the screen went blank. There was no patient involvement.